Manufacturer narrative:
The pump was returned with the driveline severed approximately 1 inch from the pump housing and the distal portion was not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a tissue-like thrombus that was adhered to the inlet bearing cup and the inlet bearing ball. This caused the bearing ball to be pulled out of the bore of the rotor during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the reported ldh elevation. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. A correlation between the thrombus and the reported infection could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended thrombus, hemolysis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00462 for the report of the patient¿s previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 36 days. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was initially implanted on (B)(6) 2016 and underwent a pump exchange on (B)(6) 2017 for device thrombosis. Around (B)(6) 2017, the patient developed a sternal wound infection. The drainage was positive for (B)(6). On (B)(6) 2017, the patient underwent surgical debridement and subsequently sent home on a 2 week course of IV vancomycin. Echocardiogram on (B)(6) 2017 was reportedly normal. A CT scan showed no obstruction of inflow cannula or outflow graft. At discharge patient's lactate dehydrogenase (ldh) level was 588 u/l. On (B)(6) 2017, the patient was readmitted due to an ldh of 1942 u/l, and the patient was treated with heparin. On (B)(6) 2017, the ldh level was 1986 u/l, and on (B)(6) 2017, the ldh value was 2097 u/l. On (B)(6) 2017, the patient was taken to the operating room for a pump exchange. Upon explant of the device an inlet stator thrombus was reportedly visualized.